Event description:
Healthcare professional reported left side infection. The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified weight to the spec, deformation, and yellow particles. The device was observed to be cloudy with bubbles after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (unknown onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side infection. The device has been explanted.